Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11-apr-2018 with the following findings: review of the black box data verified voltages were steady with no sudden drop prior to the reported temperature event on (B)(6) 2018. Electrical current draws were within specification. There was no moisture contamination in the pump. The power flex and components were inspected with no defects found. No damage was observed to power circuit. The pump was successfully run on a 24-hour basal program with no reboot, power loss or overheating duplicated. Investigation did not duplicate the complaint. Note: a battery was not returned with this pump for investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The temperature issue occurred with the use of multiple, different batteries in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.